Event description:
Reporter indicated that vns pt had passed away. Cause of death is not known at this time. The pt was found at home in a cardiac arrest. Emergency room physician reportedly suspects pulmonary embolus. The pt was pronounced dead in the hospital emergency room. It was reported that the pt expierienced no change in seizure control with the vns therapy and that pt was receiving therapy at the time of death. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.